Event description:
It was reported that the patient presented for follow up. An interrogation of the device revealed loss of capture exhibited by the right atrial lead. It was determined that the lead has dislodged. The patient was scheduled for revision and the lead was successfully repositioned on (B)(6) 2023. The patient was stable.